Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00657 and # 9616099-2014-00658.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study (B)(4) for sfa and the case number is (B)(4). The patient had two (2 each) smart control stents implanted in the left superficial femoral artery (lsfa) during the study index procedure: an 8 x 30, and a 6 x 40. The patient was discharged on aspirin and clopidogrel-dosages unknown. Approximately fourteen months after the index procedure, restenosis was noted. The rate of stenosis was 50-99%. The lesion was treated by percutaneous transluminal angioplasty pta (poba). Additional information received indicated that the two stents were implanted in overlapping fashion but the amount of overlap was not known. The restenosis involved both stents. No additional information is available.

Manufacturer narrative:
As reported from a clinical study, the patient had two (2 each) smart control stents implanted in the left superficial femoral artery (lsfa) during the study index procedure: an 8 x 30, and a 6 x 40. The patient was discharged on aspirin and clopidogrel-dosages unknown. Approximately fourteen months after the index procedure, restenosis was noted. The rate of stenosis was 50-99%. The lesion was treated by percutaneous transluminal angioplasty pta (poba). Additional information received indicated that the two stents were implanted in overlapping fashion but the amount of overlap was not known. The restenosis involved both stents. No additional information is available. The devices remain implanted in the patient and are not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15651731 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00657 and # 9616099-2014-00658.